Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.